Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2013 the patient began to feel pain across their lower back and their groin and thigh areas. The pain was described as a stinging, sharp pain and the patient was not sure if the device was causing them pain. It was reported that the pain became so great that the patient went to the ER and they tested the patient for a urinary tract infection (uti) and the patient knew it was more than just a uti. It was noted that the ER did not have any information for the patient regarding their pain and recommended that the patient follow-up with their primary care physician (pcp) regarding their pain. The patient¿s pcp ran tests but could not find a reason for their pain. It was noted that the patient saw an oncologist because they had had breast cancer and finally saw their gynecologist it was reported that the patient¿s gynecologist did a scrap procedure to test for infection because of the patient¿s pain and told the patient that they had some type of infection but did not determine the cause or origin of the infection. The patient¿s pain started to fade about 3 weeks ago and for the past week or week and a half they had not felt any pain where they had been feeling it.

Event description:
It was later reported that the patient had problem in february when she was in severe pain so she went to ER and gynecologist and started losing control of urine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05sc0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).